Manufacturer narrative:
The field service engineer (fse) went to the customer site and removed and bleached the rbc apertures, bath and tubing of the dxh800 hematology instrument. The sweep flow was flushed three (3) times. The instrument tubing was inspected and no issues were found. The printed circuit boards were inspected and no problems were found. The fse ran 105 samples and could not reproduce the high plt problem the customer reported. There was no report of change or effect to patient treatment in connection with the reported event. The customer reviewed all plt results before reporting. The high plt results could not be determined. Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting.  This MDR report is a result of that retrospective review.  An improvement for plt flagging was developed and released as a part of a software update to the dxh800 that is designated v3.2.1 on (B)(6) 2017; approximately (B)(4) of the worldwide product installed base has been upgraded as of (B)(6) 2018. Due to an increase in the number of complaints received related to unflagged erroneously high plt patient results released from the lab, bec anticipates that a field action will be warranted. The anticipated field action will include a software patch for the improvement for the plt flagging component of v3.2.1, which will expedite installation of this improvement for the rest of the installed base. Internal bec identifier case (B)(4). Related events 1061932-2017-00002 bec internal identifier (B)(4).

Event description:
The customer reported that their unicel dxh 800 coulter cellular analysis system generated false high platelet (plt) results. There was no report of change or effect to patient treatment in connection with the reported event. Patient data was not provided by the customer for this event.

Manufacturer narrative:
Follow up 01: an improvement for plt flagging was developed and released as a part of a software update to the dxh800 that is designated v3.2.1 on 22-dec-2017; approximately 11.5% of the worldwide product installed base has been upgraded as of 13-jul-2018. Due to an increase in the number of complaints received related to unflagged erroneously high plt patient results released from the lab, bec has determined that a field action is warranted. Field action (fa-33718) was approved on 30-jul-2018. The field action includes a software patch for the improvement for the plt flagging component of v3.2.1, which will expedite installation of this improvement for rest of the installed base. Additional information has been selected. Recall, notification and modification have been selected. Number has been updated to reflect the respective information for this event. The recall (fa-33718) includes notification to the customer and correction of the issue via software update. Bec internal identifier - case-(B)(4).